Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having minor atrial lead noise, short episodes, reproducible with isometrics. The physician was concerned with how close to clavicle leads were placed and the rv extra slack goes into rvot. The patient is stable. The physician is considering removing the leads now while leads are young enough to not need laser. However, it is unknown if this procedure is happening or when will it happen.